Manufacturer narrative:
The investigation of the returned device was completed by the failure analysis lab on 10/14/2019. Device evaluation summary: according to the information provided, it was reported that the patient experienced a deflation on the breast saline implant. During evaluation of the device, two tears were observed (a and b) on the posterior aspect and one of them is extending to anterior, measuring approximately 0.1 cm and 4.9 cm, respectively. Microscopic examination of the edges of the tear a gave no indications of instrument damage. By the other hand, microscopic examination of the edges of the rupture b revealed parallel striations. No other anomalies were observed. The striations are consistent with markings made by a sharp instrument perforating silicone material. As stated in the product insert data sheet, do not allow cautery devices or sharp instruments, such as scalpels, suture needles, hypodermic needles, hemostats, adson forceps or scissors to contact the device during the implantation or other surgical procedures as this can result in rupture. Deflation is a known complication associated with mentor mammary prostheses. Possible causes of deflation of saline-filled implants include, but are not limited to the following events: excessive stresses or manipulations as may occur during normal, daily routines. It should be noted that as part of our quality process, each device is visually inspected during manufacturing to ensure the device meets the required specifications prior to shipment. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: deflation. Concomitant products: 300cc mentor siltex round moderate profile saline breast implant, catalog:3542645, lot:6492416, sn: (B)(4). Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6)-year-old african american female patient went primary breast augmentation surgery with two 300cc mentor siltex round moderate profile saline breast implants experienced right sided deflation post procedure. The right sided deflation was confirmed by physician. As a result, patient underwent bilateral removal and replacement with two 345cc natrelle inspira breast implants r) ref srm-345 sn (B)(4) and l) ref srm-345 sn (B)(4) on (B)(6) 2019.